Manufacturer narrative:
Concomitant medical products: dtmb1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high undefined right ventricular (rv) defibrillation, superior vena cava (svc) and rv pacing lead impedances and a fracture was noted. The rv lead was explanted and a new rv lead was attempted but unsuccessful after two hours. It was noted that the svc was occluded and only a micro wire could be passed through. The left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) were explanted, the right atrial (ra) lead was capped and the entire system was replaced on the right side due to the occlusion. No further patient complications have been reported as a result of this event.